Event description:
The customer stated there was a cine failure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The circuit breaker was reset. The cine drive was reformatted and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.